Event description:
It was reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and single board computer (sbc). System operates as intended.